Manufacturer narrative:
No product was returned for evaluation. Should new relevant. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. The customer removed the syringe, reinserted the syringe, and successfully filled the cartridge to address the event. The customer's blood glucose level was 184 mg/dl.